Event description:
Per the initial reporter, the override panel on the surgical table is not working. Table works fine with the corded remote.

Manufacturer narrative:
There was no patient involvement thus no patient data exists. There is no established expiration date for the said device. Device was evaluated in the field on 3/19/2009. Device manufacturer date is unknown at this time. Evaluation summary: the override panel is an emergency panel on the table that is used for emergency situations when the handheld control or sensors in the table fail. It bypasses all sw limit and sensors. Operating room panel failure would lead to loss of a safety feature and the table if not operable by handheld control. It is possible that patient may have to be moved to another table with delay in surgery. The surgery could also continue if the surgeon does not require any articulation of the table. However, the table is either partially functional or completely malfunctioning. No patients were involved in this occurrence thus no adverse consequences. This is not a single-use device.